Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and trouble shooting information to repair the device. Several attempts to follow up with customer have not been successful. Therefore, a conclusive cause of the reported failure could not be determined.

Event description:
During testing, it was reported that the device would charge up to the selected energy but fail to deliver it. The device gave the abnormal energy delivery message and there was no energy output. There was no patient use associated with the event.